Event description:
It was reported that a user experienced intermittent bluetooth communication loss between their dexcom g7 sensor and the ilet, limited to signal loss on the ilet, and support guided the user to toggle sensor type settings and restart the ilet, advising up to 30 minutes for pairing; this was consistent with an intermittent communication failure associated with electrical and magnetic transmission involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose levels were reportedly unaffected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found despite the reported intermittent connectivity behavior involving the antenna and related electrical and magnetic functions. It was concluded, based on previously established findings for similar reports, that no problem was detected and the cause was likely transient signal interference or environmental connectivity factors.